Event description:
It was reported that the patient presented infection symptoms for six weeks in his inflatable penile prosthesis (ipp) and the cylinder eroded though the skin into the urethra. All components but the reservoir were removed. The reservoir could not be removed due to the patient has a neobladder. The reservoir was drained an plugged. The patient is expected to fully recover.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.